Event description:
The manufacturer received information that a patient with a remstar auto system one device has passed. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information that a patient with a remstar auto system one device has passed. There was no allegation of device malfunction. There was no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to a third-party service center for evaluation. The service report noted that the device was functional. A visual inspection was performed on the sound abatement foam, and it was still intact. There was no evidence of foam particles found in the assembly. The service report noted error codes in the device history but none that affected the functionality of the device. The device was scrapped by the third-party service center. The manufacturer is submitting a final report at this time.